Event description:
Customer reported tpn was found leaking from the male luer lock connection. No pt harm or medical intervention occurred. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A follow up report will be submitted with failure investigation results should the device be rec'd for evaluation.